Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the vessel sealer extend instrument be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the vessel sealer extend (vse) instrument (part#480422-01/lot# m90220202 0202) associated with this event has been performed. Per logs, the vse instrument was last used on (B)(6) 2022 on system (B)(4). This is a single use instrument. No image or video was provided for review. This complaint is being reported based on the following conclusion: the vessel sealer instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer noted an intermittent sealing issue with the vessel sealer extend instrument. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up on (B)(6) 2022 and obtained the following additional information: the branches (jaws) did not open and could not be used. The defective vessel sealer was removed without any issues and not used on the patient. The procedure was completed with a back-up instrument with no patient harm. The site is unable to release patient information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the reported complaint. The instrument was found to have failed the engagement test based on log review. The instrument was placed on an in-house system, passed self-test homing, moved intuitively with full range of motion in all directions, and the grips opened and closed properly. There was no damage found and no ceramic dots missing. The instrument passed the electrical continuity, cut, jaw gap verification, and grip force tests. The grip force test result was 8.02 lbs. The energy delivery test was performed with various orientations of the grip tips and passed.